Manufacturer narrative:
Additional information for b5: it was reported that the largest peri-guard was used to reinforce the abdominal wall after open surgery by repairing the laparocele of the abdominal wall using direct suture. The patient was discharged after curing of the infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the infection occurred on an unspecified date the last week of june 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent a right hemicolectomy surgery for intestinal ischemia. The peri-guard patch was placed due to a defect in the abdominal wall after an open abdomen. Approximately two months post-operatively, the patient experienced an infection between the prosthesis and the intestinal loops. The abscess was drained, and the peri-guard patch was removed. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. Explanted tissue was received for evaluation. The returned sample was not placed in a preservative prior to shipment. No additional information could be determined from the returned sample analysis; therefore, the reported condition could not be confirmed or denied. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.